Event description:
This report is being submitted in relation to uf maude report # (B)(4), which was found on the maude database on (B)(6) 2011. The event description states: "a 30 gauge safety needle was capped by the surgeon as observed by the surgical scrub. When taken from the safety mat by the surgical technician, it stuck through one orthopedic glove. This incident has happened with 2 different needles."

Manufacturer narrative:
The maude event report did not include any info about the user facility or the rptr. Therefore, the user facility could not be contacted for follow-up to request additional info. A review of the complaint files confirmed that this event has not been reported to the MFR previously. The failure investigation was limited to assessment of info provided in the maude database plus evaluation of samples from the reported lot and relevant quality records. Inspection and testing of samples from reported lot confirmed that there were no defects, malfunctions or other anomalies. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the warnings and the instructions-for-use with statements such as the following: "handle with care to avoid needlesticks"; "keep hands behind the needle at all times during use and disposal"; additional device labeling statements include: "for greatest safety, activate the sheath using a one-handed technique"; "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; and "visually confirm that the needle is fully engaged under the lock." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and follow-up. (B)(4).